Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument blade was broken. A spare instrument was used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: force bipolar was found to have broken grip. The instrument was inspected prior to use with no noted damage. Grip was found to be damaged. No part detached from the instrument. It was still loosely attached to the instrument. No report of any fragment falling into the patient. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding blade damage was confirmed by failure analysis. The probable root cause of dislodged molded insulator is attributed to damage during use which can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.